Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The patient was sleeping at the time of the shock. The sensing vector at the time of the shocks was set to the alternate sensing vector. The doctor had an x-ray done and reviewed it. The patient has lost some weight and there was a concern about device movement. The doctor elected to explant and replace the pulse generator. There were no additional adverse patient effects. The system remains implanted.